Event description:
Reporter alleged obtaining discrepant blood glucose values of 340 mg/dl back to back with a result of 140 mg/dl when testing was performed a couple of seconds apart on the aviva system. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.